Event description:
Follow up with the sales rep revealed that the implant has been removed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D6b: device explant date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation (images attached in complaint). Visual evaluation of the as returned product identified signs of use, bone debris on internal and external threads. The implant was fractured at the collar. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (63362178). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63362178) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event, and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are parafunctional habits/patient factors over the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the implant at tooth site #30 fractured. It has not yet been removed. Placed sometime in 2018. They plan on removing it, but do not have a date set.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.